Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient undergoing coronary artery bypass was implanted with an impella 5.5 device for mechanical circulatory support. After priming the device, the automated impella controller (aic) displayed "impella defective" alarm. The aic may have an eeprom writing/reading issue and was swapped with a new aic. The aic was sent back for investigation.

Manufacturer narrative:
The investigation for the issue with the console (aic) has been completed. Console imc logs were reviewed which confirm that; " impella defective (error reading eeprom) - alarm was issued. Eeprom file of the pump 4982153 was reviewed but no problem found with it. The aic was returned for evaluation. The failure was not reproducible on boot up, inspection of the internal circuitry of the console revealed no observable anomaly, the console was able to run a known good pump and purge line for a few hours without a problem. The root cause for the impella defective alarm could not be determine due to inability to reproduce. Corrections to the initial MFR report: f6/f8 should have been left blank. G1 MDR reporting contact email